Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred after the customer had exited an airplane. Customer's blood glucose level was approximately 140 mg/dl. Reportedly, the customer was unable to clear the alarm. Multiple attempts were made by tandem technical support to follow-up with the customer regarding back-up therapy, however no response was received.